Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was noted to be fractured. The lead was explanted and replaced. It was noted that the lead had been capped and replaced on (B)(6) 2005 for unknown reasons. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that a partial lead was returned in three pieces. An external insulation abrasion was noted breaching the outer insulation at 26.7 cm to 27.1 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device. All other damage found was consistent with those occurring at the time of explant. The reported complaint was not confirmed.